Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated she sat down funny and it felt like her implantable neurostimulator (ins) flipped. The patient has been in pain ever since at the ins site all around and over it. Additional information received on (B)(6) 2016 indicating that she wanted to turn implant off because she has been getting a shocking pain for the last 3-4 weeks / end of (B)(6) and on the day of this report has been more. Patient reported she didn't have a fall or trauma but she sat down strange and felt the implant moved or flipped (B)(6) 2016 and she saw health care provider (hcp) and hcp checked her device a day prior to this call and implant seems to "position funny". The patient stated implantable neurostimulator (ins) edge seemed to be poking over the skin and it was not flat like it used to be. Patient stated hcp's office told her to turn the implant off to see if that helps. The patient assisted patient with turning implant off. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information has been requested regarding device flipped but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she had notified her managing physician about the implanted device possibly being flipped and pain. They were notified and an appointment was made. After the appointment she was told to wait it out for two week and then call back for a follow up to reposition or remove the device. After the exam she was advised to wait out the flipped device pain to see if it would subside. After two weeks she had decided to remove the device. She was unable to sleep on her back without pain or discomfort and some seated positions were painful. The patient had an appointment on (B)(6) 2016 to discuss removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.